Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increase intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was an inappropriate bypass of the drain not including the initial drain. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass the drain phase. A formal review of the product family labeling will be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 23:52:11. During night drain cycle three, the patient's ultrafiltration reading was 1962ml, indicating the home patient (hp) drained 1962ml more than their maximum programmed fill volume of 2000ml. No additional information is available.